Event description:
After following MFR recommended sterilization process with the hewlett packard internal paddle cable, it was noted that the red discharge button seal had broken & the switch/button function was questionable.